Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the current total daily basal and bolus deliveries were correctly reflected in the daily insulin delivery totals. The pump correctly performed an ezbg bolus using the pumps settings. The complaint could not be duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that after entering the user¿s blood glucose and carbohydrates into the pump, the bolus was recommending 0.00 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.